Event description:
It was reported that the right atrial (ra) lead showed high unstable thresholds. It was also reported the ra lead had dislodged and there was no capture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5054-58, implantable pacing lead, (B)(6) 1999; addr01, pacemaker, (B)(6) 2012. (B)(4).